Manufacturer narrative:
No product returning for eval. Attempts have been made to obtain all event info. Should new info become available, a follow up report will be submitted.

Event description:
Received info regarding a cartridge alarm 1 during bolus delivery. There was no reported impact to customer's blood glucose level.